Event description:
On 03/04/1999 following a diagnostic procedure an angio-seal device was placed in a patient's right groin. The deployment was uneventful. Three hours post-procedure bleeding was noted. Manual pressure was applied for 20 minutes with hemostasis obtained. The patient ambulated. Two hours later without incident and was then discharged. On 03/17/1999 the patient was admitted to the hospital with complaint of a cold foot. An ultrasound revealed a flow defect with right femoral thrombosis causing a partial obstruction. On 03/18/1999 the patient was started on a heparin infusion. On 04/09/1999 it was reported that the heparin drip was the only intervention necessary and the patient was discharged without further sequelae. As of 04/14/1999 there has been no further report to the manufacture of complication or additional patient sequelae.